Manufacturer narrative:
The investigation confirmed that non-reproducible higher than expected vitros tropi es results were obtained from three different patient samples and a known troponin I free sample processed on a vitros 5600 integrated system. The most likely assignable cause is instrument related as precision testing performed was outside ortho acceptable guidelines indicating that the instrument was possibly not performing as intended at the time of the events. An ortho field engineer performed service and maintenance actions to multiple analyser subsystems and following service actions an acceptable within-run precision test result was reported indicating the vitros 5600 system was performing as expected post field engineer actions. Based on historical quality control results, a vitros tropi es lot 2870 performance issue is not a likely contributor to the event. However, a reagent issue could not be entirely ruled out as a contributing factor as the customer did not process a control fluid with a troponin I concentration at or below the url of 0.034 ng/ml. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor to this event as the customer is not following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer observed non-reproducible, higher than expected, vitros tropi es results for three different patient samples and a known troponin I free sample processed using a vitros troponin I es reagent lot 2870 in combination with a vitros 5600 integrated system. Patient sample 1 result of 0.324 ng/ml versus the expected result of <0.012 ng/ml, patient sample 2 result of 0.065 ng/ml versus the expected result of <0.012 ng/ml, patient sample 3 result of 0.210 ng/ml versus the expected result of 0.014 ng/ml. Tropi free sample results of 0.418ng/ml and 0.319 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es results for patient samples 1 and 2 were reported from the laboratory. The non-reproducible, higher than expected, vitros tropi es results for patient sample 3 was not reported from the laboratory and ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). (B)(4).